Manufacturer narrative:
Analysis of the pump found fluid path reservoir access issue due to residue before internal decontamination.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the pump was replaced on (B)(6) 2014.

Event description:
It was reported that during the pump refill procedure, they were able to aspirate the expected amount of approximately 5 ml and got large bubbles indicating that the reservoir was empty, but when attempting to fill it, they could only fill it with approximately 16 ml's of drug. They tried multiple times with the same outcome and finally were only able to fill it with approximately 12 ml's and at that point could not aspirate. They took a lateral view of the pump and thought the pump looked to be about half full; the outer can of the pump appeared to be completely normal, but the bellows were tilted at a significant angle indicating that they were not expanding uniformly. They were planning to replace the pump. On 08/19/2014, it was reported that the pump was explanted. The device system was delivering bupivacaine and morphine. It was later reported that there had been no issue prior to this event. The patient had no symptoms related to the event. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.